Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found no hardware issues, but there were many low positive and elevated negative samples in the wl in question. Hologic product applications specialist (pas) reviewed logs and agreed with ts's review; the wl had no kinetics issues, but there was likely sample- or kit-mishandling that led to an increased positivity rate for this wl. Ts relayed review to customer and provided a response letter. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported an increased positivity rate on their sars-cov-2 tma runs on panther instrument sn (B)(4). Hologic technical support (ts) reviewed wl (B)(4) using assay lot 288141, which had 53 suspected false positives out of 248 samples. The initial positive results were repeated on the roche system and resulted as negative. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. The positive results were reported out, but corrections were made by the lab with no associated/reported adverse events.